Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to the ipg flipped in the pocket and was vertical in the body. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.